Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to cancel drain 2 of 5 of treatment and take the patient to the emergency room (ER) for being out of breath. Technical support assisted the contact with cancelling the treatment. Upon follow up with the patient, it was reported the patient experienced shortness of breath due to a blood clot in the lung during a ccpd treatment. The patient discontinued the pd treatment, reported to the ER and was admitted to the hospital on the same day. The patient¿s blood clot was found to be caused by complications from a cardiac issue and unrelated to pd therapy. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) during this admission without incident. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. It was confirmed the patient¿s pulmonary embolus, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to cancel drain 2 of 5 of treatment and take the patient to the emergency room (ER) for being out of breath. Technical support assisted the contact with cancelling the treatment. Upon follow up with the patient, it was reported the patient experienced shortness of breath due to a blood clot in the lung during a ccpd treatment. The patient discontinued the pd treatment, reported to the ER and was admitted to the hospital on the same day. The patient¿s blood clot was found to be caused by complications from a cardiac issue and unrelated to pd therapy. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) during this admission without incident. The patient had an uneventful hospital course and was discharged on (B)(6) 2021. It was confirmed the patient¿s pulmonary embolus, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.